Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unknown date and involved a plumset with unknown list and lot number. The customer stated there was debris within the tubing set. No other information was provided.